Event description:
The patient reported has been using v-go 40 device for approximately 2 months and has had 12 v-go 40 devices detach from her body during work hours. Patient wears the v-go on the back of the arm or abdomen and reports that there is increased movement when it happens and the v-go it typically occurs after 4-6 hours of v-go use at work.